Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd micro-fine¿ ultra¿ pen needles experienced difficult operation or was not working/functioning during use. The following information was provided by the initial reporter: needle tips retract when injecting.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/3/2020. H.6. Investigation: two open 31g x 5mm pen needle samples were returned from lot. No. 8045541, cat. No.325104. Visual examination was carried out on the two returned samples and a broken patient end of cannula was observed on both samples. An indentation mark on the hubs and a hole in the shields were also observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd micro-fine¿ ultra¿ pen needles experienced difficult operation or was not working/functioning during use. The following information was provided by the initial reporter: needle tips retract when injecting.